Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had asystole episodes detected due to undersensing and noise, and false fast ventricular tachycardia was detected. It was also reported that left arm motion resulted in oversensing. The device is still in use. No patient complications have been reported as a result of this event.